Manufacturer narrative:
Coopersurgical currently investigating the complaint condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
(B)(4). "I had a her option case that developed a utero-colonic fistula. I did this under us guidance and did not see a perforation."

Manufacturer narrative:
Coopersurgical currently investigating the complaint condition. Once the investigation is complete, a follow up report will be filed. (B)(4). On 10/03/2017 update: investigation: analysis and findings; the reported event that the cu-1 probe caused utero- colonic fistula cannot be verified. The affected device will not be returned as no RMA was issued. All cu-1 probes are alcohol wiped prior to blister package sealing and sterilized in accordance to a validated process. The root cause is indeterminable as it applies to the cu-1 probe. The fistula was most likely influenced by another physical cause unrelated to the cu-1 probe if used in accordance to the cu-1 IFU. The lot was reported as "unknown" therefore a DHR review was not able to be performed. A review of the product two-year history indicated this to be the first reported event of its type. Correction and/or corrective action: corrective action is not applicable at this due to the affected device not being returned and available for analysis verification. The manufacturing process was reviewed and was found to have been unchanged and stable. Reason: per (B)(4), this complaint will be monitored for trending. Was the complaint confirmed? No.

Event description:
(B)(4). "I had a heroption case that developed a utero-colonic fistula. I did this under us guidance and did not see a perforation."